Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced error during sensor startup. Patient removed sensor and could not see sensor wire. Dexcom has issued an rga for patient to return the device to be investigated.